Manufacturer narrative:
One probe sample was returned for evaluation for the report of no actuation due to the tip of the cutter being closed and not opening. The returned sample was visually inspected and deemed nonconforming. The cutter is present in the port. Functional testing was attempted but could not be performed due to the cutter remaining closed in the port. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the beginning of the probe being used the adhesive bond failed causing the inner cutter to become detached from the coupling. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information was received; during a left eye procedure the (probe's) guillotine tip was closed and did not open.

Manufacturer narrative:
No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tip of the cutter is closed and does not open. It is unknown if aspiration was present. The procedure was completed without harm to the patient. Additional information has been requested for this case.